Manufacturer narrative:
(B)(4) concomitant medical products: articular surface provisional size ef 10 mm height use with plate 3,4 pn00596103210 ln62750642. T-handle with zimmer chuck pn00655106000 ln6045529. Flexible shaft, tri-shank pn00879000705 ln100522609. Complaint sample was evaluated and the reported event was confirmed. The product was returned and visual examination concludes that the returned device is fractured, tasp exhibits signs of repeated use (nicked and gouged) also has fractured on the medial side of the post. All pieces were returned. Device history record was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to the fractured tasp component in this complaint was manufactured before a design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the provisional was fractured. No adverse events have been reported as a result of this malfunction.